Event description:
It was reported that the patient was not able to see well (mechanical complications) with the intra-ocular lens (iol) power in their left eye. Due to this issue, the iol was explanted. A replacement lens of the same model, but lower diopter (22.0 d) was used. The incision was enlarged and one (10-0 nylon) suture was used to close the incision. There was no reported patient injury and the patient was stated to tolerate the procedure well. The iol was discarded after removal. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.